Manufacturer narrative:
One medfusion pump was returned with the top case cracked, chipped by the left front bottom corners and cracked all the way to the tube holder. There was visible contamination by the battery door and between the cases. The event history log was reviewed and there was a "motor rate" error. N occlusion test was performed and a motor rate error was duplicated when using the same infusion rate as the user. The main printed circuit board (pcb) was not seated on the extrusion grove (the sensor was not aligned with the worm coupling gear-facets). This issue is a result of the customer's impact to the device; physical impact caused the main board to come out of the extrusion grove. The main pcb was re-assembles and realigned to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error and an issue with the top case. There was no patient involvement.